Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sigmoidectomy procedure, patient showed an anastomotic leakage and there was tissue damage which lead to additional operation performed to correct the issue.